Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report # 1038671-2022-00752.

Manufacturer narrative:
D10: concomitant products: 2813597 - 02-012-35-5009 logic tibia ps mod insrt sz 5 9mm. 4674897 - 02-012-45-5040 - lgc tibial fit tray cem sz 5f/4t. 4681908 - 200-07-35 - advanced patella 35mm 3 peg implant. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 63 months after a right knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, increasing pain and recurrent fusions and aseptic femoral loosening. No further issues or complications were reported. No additional information is available.